Event description:
The surgeon, reported via the sales rep, that the anchorage plate has fractured and the patient was revised. The sales rep reported that the surgeon is currently in the process of gathering patient data.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.